Event description:
It was reported that the customer had a watchdog timeout alarm on the insulin pump. Customer stated that the pump made a high pitched squeal and now she cannot do anything with the pump. Customer stated that she has nothing on the screen. Customer stated that she attempted to put a new battery in the pump but nothing happened. Customer's blood glucose level was 240 mg/dl. Customer does not have any display on her pump at this time. Customer removed the battery for 5 minutes and then reinserted it. Customer stated that the display did return. Customer then received an unexpected restart alarm. Customer was walked through simulating the prime process. Customer was advised to monitor the pump. Customer also mentioned receiving an external ram error alarm. Insulin pump will be replaced since customer did not seem comfortable with the pump even though the pump is okay. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.